Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) hospital. E1 - address 1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an image that appeared intermittently and was distorted by noise. The issue occurred during inspection for use. There were no reports of patient harm.